Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, inspected the unit completely. Checked and found that the machine not working on battery. After checking the battery, it was found that the battery voltage was very low. Fse charged it for half n hour but battery was not charged. Found that battery was defective. So fse replaced the battery arranged by the customer. Observe the unit more than two hours. Machine work satisfactory now.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) was not working on battery during a routine check by customer. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e.1., full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.